Event description:
Reporter indicated that the pt had died. The cause of death was unk at the time of the report. The pt vns therapy device was removed by the medical examiner during the pt's autopsy, and returned to the MFR for analysis. The medical examiner stated that they wanted the results of the device analysis prior to finalizing the autopsy findings. The pt's vns device was received by the MFR for analysis, but analysis is not yet complete. As analysis is not complete, and the autopsy will not be finalized until the device analysis results are completed, the cause of death, and relationship of the death to vns therapy, is currently unk. Info was also received from the office of the pt's treating neurologist that the pt died in the hosp, but the reason the pt was in the hosp could not be given. The pt's device had only been programmed on for approx one week prior to the pt's death. The neurologist's office stated that the pt's death is not assumed to be related to vns therapy.